Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a flail leaflet, calcified chords, and mitral annular calcification. It was noted imaging was challenging. An xtw clip was inserted and advanced into the left atrium (la). While in the la, the physician pushed the stabilizer towards the lateral side, causing the clip to become caught in the left atrial appendage. The clip was able to be freed, but a pericardial effusion was observed. The physician decided to remove the clip and discontinue the procedure and perform pericardiocentesis to treat the pericardial effusion. Patient is stable and mr remains a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to remove (clip caught on anatomy) appears to be due to user technique. The reported poor image resolution was due to patient anatomy and equipment. The pericardial effusion appears to be due to the clip being caught on the anatomy. Pericardial effusion is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as pericardiocentesis was performed to treat the pericardial effusion. There is no indication of a product issue with respect to manufacture, design or labeling.